Event description:
Information received from the field notes that the patient had experienced palpitations for several days after a scheduled follow-up. >2500 ohms atrial impedance was noted. The patient was in normal sinus rhythm but aai pacing above sinus rate resulted in capture. P-waves were not being sensed on the atrial lead. An x-ray revealed lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received